Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the scope cover, the adhesive on the bending section cover, the control unit, the grip, the universal cord, the suction connector, the switch box, the upward/downward knob, the right/left knob, the free-engage knob, the forceps elevator, the scope connector cover, the protector of universal cord on the control section side and the protector of universal cord on the suction connector side were scratched. Due to clogging of the nozzle, the air supply volume, the water supply volume and the water removal ability did not meet the standard value; due to wear of the angle wire, the bending angle in up direction and the play of upward/downward knob was out of the standard value. The control unit, the connecting tube and the objective lens had discoloration. The suction connector and the upward/downward knob had corrosion. Due to dirt on the objective lens, the image had dark area partially; the suction cylinder was shaved; the connecting tube had a dent and no electrical continuity due to damage on the distal end. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water flow issues from the air/water flow system. The issue was found during an unknown diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm. During the device evaluation the following reportable malfunction was found: a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.